Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) may have experienced peritonitis, however, this was not confirmed. The pt reported that he ¿lost a lot of weight (unspecified) and that he may have had peritonitis¿. Twelve days prior to the receipt of this report, the pt was admitted to the hospital for the event. Treatment was not reported. Nine days later, the pt was discharged. At the time of this report, the pt was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.